Event description:
After an implantation period of approx. 45 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed abrasion marks along the lead body. In particular 57 cm distal to the df4 connector pin the insulation was found damaged due to wear. This damage can be considered the root cause of the reported clinical observations. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.